Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the blade of a vessel sealer instrument became exposed and an error message was displayed prompting "blade exposed". The instrument was not used on the patient. The customer got another vessel sealer extend to continue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Based on log review of remotefe and dsp logs, the instrument was found to have 2 homing failures during initialization, error code 22026. The instrument was placed on an in-house system and failed initialization. Failure analysis found the secondary failure of dislodged blade to be related to the customer reported complaint. The instrument was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.110". Conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. The knife slot test passed at 0.028". A review of remotefe log did not show any blade jammed failures. After manually retracting the blade, the instrument was placed on the in-house system and passed initialization. The instrument passed cut and energy delivery tests. The instrument likely failed initialization due to the dislodged blade. The root cause of dislodged instrument blades is typically associated with mishandling/misuse. Additional observations not reported by site: based on log review of remotefe and dsp logs, the instrument was found to have 1 engagement failure, error code 22020. The engagement failure was not replicated during in-house testing. Visual inspection was performed and the instrument was found to have 1 broken ceramic dot. The broken piece was not returned with the instrument. The root cause of this failure is associated with mishandling/misuse.